Event description:
It was reported that during a hemorrhoidopexy, the product did not staple but cut. The procedure was completed by hand. No further information is available. No patient consequences were reported.